Event description:
It was reported that when the device was used in an unknown procedure, the device fired twice correctly and jammed on the third try. A new device was opened to complete the case. There was no consequence to the pt.